Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
It was reported that the hospital staff was in training with the clearsight pump unit. During this time, the stroke volume numbers generated were inaccurate. They were not what they expected them to be. There was no patient involvement. The pump unit was inspected and there was no physical damage noted. There was no patient injury.

Manufacturer narrative:
One clearsight ev1000ni pump unit was received for product evaluation. The examination found that when the I-test was performed on the unit, it passed the test. However, when the ft4 functional calibration test was completed, the unit failed the test. A further analysis was completed and it was found that the pc board fan did not spin. The pc board fan was found to be defective. The component was replaced to correct the issue. The pump unit was tested again per the ft4 functional calibration tester and the unit passed the test. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. The complaint was confirmed by evaluation. The issue was found to be a manufacturing defect. Edwards will continue to monitor all related events. Trends are monitored on a monthly basis and if action is required, an investigation will be performed.